Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not working properly. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the touchscreen was not working despite a touchscreen calibration attempt. A field service engineer (fse) went to the customer site to evaluate the device and replaced the touchscreen, but the issue persisted. The fse determined that the navigation-ring would need to be replaced. This investigation is ongoing.

Manufacturer narrative:
H10: (B)(6).

Manufacturer narrative:
In a good faith effort (gfe) response from the field service engineer (fse) received, it was clarified that the device was outside of use at the time of the event. The investigation is ongoing.

Manufacturer narrative:
The replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified that the returned touchscreen passed all flex cable resistance verification testing. Additionally, the pil technician verified that the touchscreen also passed all resistance ratio testing. The pil tech, with the part installed in the pil test device, confirmed that all navigation checks were passed. All touch positions were verified to be correctly aligned. As the flex cable resistance and resistance ratio testing are factors that verify a functional and good working touchscreen, the pil tech's investigation concluded that there was no problem found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The customer informed the remote service engineer (rse) that the touchscreen was not working despite a touchscreen calibration attempt. A field service engineer (fse) went to the customer site to evaluate the device and replaced the touchscreen, but the issue persisted. The fse determined that the navigation-ring would need to be replaced. In a good faith effort (gfe) response from the field service engineer (fse) received, it was clarified that the device was outside of use at the time of the event. The fse went to the customer site and replaced the front bezel with navigation ring to resolve the navigation ring issue. The fse completed the touchscreen and controls tests within the v60 performance verification test (pvt) and the device passed both, confirming a return to full functionality for the navigation functions of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.